Manufacturer narrative:
The device is available for evaluation. It is yet to be received.

Event description:
The customer reported a plum set that leaked during an infusion of paclitaxol. The plum set was primed with normal saline. The paclitaxol was administered through the b port via chemolock add line. After 93 ml of administration, the patient noticed their jacket was wet from where the 0.2 micron filter was resting. The infusion was stopped and the 0.2 micron filter was observed to be leaking. The line was clamped, and the device was changed out with no further problems encountered. There was patient involvement and unprotected chemotherapy exposure, however no patient harm.

Manufacturer narrative:
H10: one (1) used partial list # 140159290, ls, prim plum set, 15 mic filt; lot # 4149962 was received on (B)(6) 2020. The complaint of leakage could be confirmed on the returned device. The tubing proximal to the filter was cut and the drip chamber was not returned for evaluation. This was not mentioned in the complaint report. The set was leak tested per product specification. There was leak observed from the distal port of the filter cassette. The set was visually examined to determine the cause of the leak. There was a channel leak observed from the bond on the distal port of the filter. The probable cause of the leak observed is due to insufficient solvent being applied during manufacturing. The device history review for lot 4149962 was reviewed and no non conformities were found that would have led to the reported complaint. Additional information for d10 date returned to mfg is (B)(6), 2020.